Event description:
Boston scientific received information that the right atrial lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms that were reproducable with isometrics. It was noted that as the pt moves the ra channel becomes very noisy. Obtaining a chest x-ray was discussed, but never performed. Ultimately, the physician opted to electronically abandon the ra lead by programming the device to vvi 40 and also turned off atrial daily measurements. No adverse pt effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.